Manufacturer narrative:
D6:device returned with no lot identification. Endopath trocar sleeve-based upon the inquiry information received, the visual examination, and the functional test, it was concluded that the reported event occurred due to excessive body fluid in the sleeve. The obturator was tested in the two sleeves and was found to function properly. The leak test was performed on sleeve a and was found to function properly with the probe, but without it the test failed due to the excessive body fluid in the flapper door which would not allow the flapper to close properly. Failure at the flapper door closing can cause leakeage. Sleeve b was tested and found ro function properly. No other anomalies could be identified during testing.

Event description:
It was reported the 511sl and 355sl were used during a laparoscopic cholecystectomy. It was reported the devices are from the ftr72 kit. The device leaked during the procedure. It is a slow leak while they were working through the devices. This happened with (2) 511sl and (2)355sl. The surgeon stuck in another 10/11 trocar so there was enough insufflation to complete the case. There was no consequence to the patient.